Event description:
New information available on 12/12/2017 states that the leads were capped on (B)(6) 2017 and replaced. The leads were later explanted on (B)(6) 2017 during an unrelated procedure.

Event description:
It was reported that the patient¿s right atrial and right ventricular leads exhibited high capture threshold. The patient was asymptomatic. The leads were explanted and new leads were implanted in a different position. The patient was stable at all times.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.